Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 110) was confirmed. As received, the monitor would not power on. Upon evaluation, the c1 capacitor and d1 diode was shorted. The cause of the inability to power on is the shorted capacitor and diode. The root cause of the shorted capacitor and diode cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was displaying code 110.